Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone cover on top of jaws came off in the patient's leg and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone cover on top of jaws came off in the patient's leg and was retrieved. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissue were observed on the tool jaws. Microscopic inspection showed the entire silicone insulation of the cold jaw was missing, exposing the metal underneath. It was also observed that the heater wire on the hot jaw was slightly flexed but remained attached to the jaw. The silicone insulation on the hot jaw remained intact. The detached silicone insulation was returned to the factory for evaluation. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿peeled jaw" was confirmed. The analyzed failure "material twisted/bent" was also confirmed.